Manufacturer narrative:
Preliminary investigation performed by r&d project manager: during primary tka surgery, a fragment of a single-use instrument remained in the patient's body. This was not detected by the surgeon and remained in the patient. It was then interposed between the insert and the femur causing pain. The fragment was then removed in a revision surgery. The instruments was not recovered and information about which is the instrument object of the complaint and if the fragment was a result of the a breakage are not available. So we cannot determine any possible root cause for the event. Clinical evaluation performed by medical affairs director: during primary tka surgery, a fragment of the single-use instrument broke and remained in the patient's body. The surgeon did not detect this fracture and therefore it was necessary to re-open the patient to remove the fragment. As the instrument was not recovered, no analysis of the potential causes of fracture could be carried out, so we cannot determine if the item was defective.

Event description:
Revision surgery performed 2 months after primary in order to remove an intra-articular piece of the plastic disposable instrument used during primary surgery. No implant has been removed.

Manufacturer narrative:
Device was returned on 30-jul-2020 and analyzed. Visual inspection performed by r&d project manager. The visual inspection allowed to determine the origin of the instrument fragment. This plastic piece is part of the efficiency femoral impactor extractor. During proper use, the tip of this part is not forced against the impactor; the cause of the unexpected breakage is unknown. We could imagine that the surgeon, in the attempt to modify the flex/ext position of final femoral implant, tried to adjust the position with lateral impactions directly on the instrument. The instrument is not designed to be impacted in combination with the dedicate handle that preserve the impactor extractor from breakage.